Manufacturer narrative:
D4: the UDI is not known as the part and lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in the circumflex with moderate tortuosity and severe calcification. The diamondback 360 coronary orbital atherectomy system (oas) was advanced into the patient and multiple passes were made across the lesion. A 3.015mm rx trek balloon dilatation catheter (bdc) was advanced to the lesion and inflated to 14 atmospheres, followed by a test shot of contrast. A 3.0x12mm non-abbott (shockwave) lithotripsy balloon was used and after the second treatment cycle/inflation a test shot of contrast was administered. On this test shot it was noted there was an obvious perforation in the artery. A covered stent was placed to cover the perforation. The patient's blood pressure started to drop therefore medication was administered to manage the blood pressure. A surgeon was consulted, but it was decided unnecessary for the time being. Per the physician, the disease was really bad and it is unknown what caused the perforation, but it was not noted until after the second inflation of the shockwave balloon. The patient was hospitalized for 48 hours post procedure for observation. No additional information was provided.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. The corrective action and preventive action records were reviewed and revealed no indication of a product quality issue. A review of the production records and similar complaint query was not performed because the part/lot numbers were not reported. The reported patient effects of perforation of vessels and hypotension are listed in the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instructions for use as known patient effects. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.